Manufacturer narrative:
Based on the photo provided, the characteristics of the needle are similar to a hub separation failure mode. Inspection of the cannula hub/cap joint noted the lack of adhesive in the joint thus resulting in a weaker bond between the cannula and the cap. A review of complaint data identified a new trend regarding the performance of the aspiration needles. (B)(4) was initiated to investigate this trend and implement necessary corrective actions for this trend. A review of applicable manufacturing procedures identified specific manufacturing steps that might have contributed to the reported failure mode. The contribution of these manufacturing steps will be evaluated in (B)(4). Based on the investigation results, the root cause for this failure mode was identified as a failure to apply a sufficient amount of adhesive in the cannula hub/cap joint during the manufacturing process for the needle assembly. All applicable manufacturing and quality personnel will be notified of this complaint in an effort heighten awareness regarding this failure mode and minimize any impact from the manufacturing processes. Based on the investigation results, the root cause for this failure mode was identified as a failure to apply a sufficient amount of adhesive in the cannula hub/cap joint during the manufacturing process for the needle assembly.

Event description:
Client claims that after using the needle (16 g x 3) in tray, the handle broke off. Customer did not provide lot number.